Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset, after which malfunction did not return, and caller was instructed to wait 20 minutes before starting new sensor session and confirmed understanding of instructions.